Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely temporary and caused by improper connection to comp terminals. Multiple documented attempts to obtain additional information from the user facility have been unsuccessful, to-date. This issue is addressed in the instructions for use (IFU): "3.1 precautions for installation and connection properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result."

Manufacturer narrative:
Trouble shooting tips were provided to the customer. Multiple attempts to contact user for additional information with no response. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The evis exera iii video system center did not display an image. No patient harm occurred during this event.